Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The physician was introducing the 2.00mm x 20mm maverick²¿ balloon over the non-bsc guidewire when they noticed the shaft of the catheter was broken approximately 20 cm from the distal tip. The physician did not inflate the balloon catheter. The procedure was completed with another of the same device. There were no serious patient injuries and the patient was stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination presented no damage or irregularities in the shafts of the device. Microscopic examination revealed a complete hypotube separation 60cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic presented no damage or irregularities in the balloon of the device. Microscopic presented no damage or irregularities in the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The physician was introducing the 2.00mm x 20mm maverick²¿ balloon over the non-bsc guidewire when they noticed the shaft of the catheter was broken approximately 20 cm from the distal tip. The physician did not inflate the balloon catheter. The procedure was completed with another of the same device. There were no serious patient injuries and the patient was stable following the procedure.